Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the black box history did not show any unusual reboots. No damage was found to the battery compartment and the battery cap was not returned. A test cap was attached to the pump and exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no damage or moisture was found to the internal components. Unrelated to the complaint, the display screen was found to be discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.